Manufacturer narrative:
Device evaluation this file was created from the attached journal article. Manufacturing records review: prior to distribution all the cotton-leung biliary stents are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Review historical data historical data was not reviewed as the lot number is unknown. Instructions for use and/label review: as per the instructions for use, ifu0045 which informs the user about the potential complications that may occur: those associated with ercp include, but are not limited to: pancreatitis, cholangitis, aspiration, perforation, hemorrhage, infection, sepsis, allergic reaction to contrast or medication, hypotension, respiratory depression or arrest, cardiac arrhythmia or arrest. Those associated with biliary stent placement include, but are not limited to: trauma to the biliary tract or duodenum, obstruction of the pancreatic duct, stent migration. There is no evidence to suggest that the customer did not follow the instructions for use. Image review an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined due to limited information and no device returned for evaluation. However, a definitive root cause could not be determined due to limited information and no device returned for evaluation. However, a possible root cause for ¿cholangitis¿ could be attributed to known potential complications, while a possible root cause for ¿occlusion¿ could be both known potential complications and the patient¿s malignant condition. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Corrective action/correction complaints of this nature will continue to be monitored for similar events. Summary of investigation according to the literature10 patients experienced cholangitis and 6 patients experienced occlusion. Confirmed quantity of 16 x used device. The investigation findings conclude that a definitive root cause could not be determined due to limited information and no device returned for evaluation. However, a possible root cause for ¿cholangitis¿ could be attributed to known potential complications, while a possible root cause for ¿occlusion¿ could be both known potential complications and the patient¿s malignant condition. The complaint is confirmed based on customer and/or rep testimony. According to the initial reporter, the patient required intervention/additional procedures complaints of this nature will continue to be monitored for similar events.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 09-apr-2025.

Manufacturer narrative:
E1, f3 - zip/postal code: (B)(6). Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Lim et al. - 2024 ¿ clinical impact of delayed plastic biliary stent removal because of the covid-19 pandemic: the experience from a tertiary ercp referral center. All procedures were performed via ercp (endoscopic retrograde cholangiopancreatography). Only 10f-diameter cook medical cotton-leung biliary stents were used in the study. 10 cases of cholangitis prompting urgent reintervention. 6 cases of occlusion noted on repeat ercp causing pain prompting urgent reintervention. This file is for 10 cases of cholangitis, and 6 cases of occlusion. Require intervention/additional procedures.